Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -11.5 diopter, into the patients left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.